Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated injection vancomycin (1g, once in four days, intraperitoneal, discontinued), injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) and injection imipenem (500mg, twice a day, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient recovered from peritonitis. The patient was discharged nine days after hospital admission. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.